Manufacturer narrative:
Result: arm section.

Event description:
It was reported by service report that the treatment recliner left front caster was broken inward and the pt left arm section was also broken so that the chair was no longer able to support pt. No pt involvement or adverse consequences are reported.